Manufacturer narrative:
It was reported that the medication does not dispense through the machine and therefore cannot be administered correctly. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device not working.